Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as "touch contamination due to the testing that was completed". The peritonitis was manifested by abdominal pain and vomiting. The patient was hospitalized for about a month and was treated with unspecified antibiotics for the event. At the time of this report, the patient has recovered from the event. Action taken with pd therapy was not reported. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
B3: the event occurred on an unreported date in (B)(6) 2023. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.